Event description:
Event [preferred term] (related symptoms if any separated by commas), irritation on skin when using needles [injection site irritation], sore spot and hurt when injecting [injection site pain], protrusion from using needle [injection site swelling], impression from using needle [injection site indentation], uncomfotable from using needle [injection site discomfort], needle bent fast [needle issue], insulin did not come out of needle [device delivery system issue], received wrong needle the 32g tip novo fine number 6, was using novotwist 32g 5mm [device dispensing error]. Case description: this serious spontaneous case from the united states was reported by a consumer as "irritation on skin when using needles(injection site irritation)" beginning on (B)(6) 2025, "sore spot and hurt when injecting(injection site pain)" beginning on (B)(6) 2025, "protrusion from using needle(injection site swelling)" beginning on (B)(6) 2025, "impression from using needle(injection site indentation)" beginning on (B)(6) 2025, "uncomfotable from using needle(injection site discomfort)" beginning on (B)(6) 2025, "needle bent fast(needle bent)" beginning on (B)(6) 2025, "insulin did not come out of needle(device delivery system no flow)" beginning on (B)(6) 2025, "received wrong needle the 32g tip novo fine number 6, was using novotwist 32g 5mm(wrong device dispensed)" beginning on (B)(6) 2025, and concerned a 72 years old female patient who was treated with novofine 32g 6 mm (needle) from unknown start date for "type 2 diabetes mellitus", , novotwist 5 mm (32g) (novotwist) from unknown start date for "type 2 diabetes mellitus", current condition: type 2 diabetes mellitus (duration were not reported). Concomitant products included - humalog (insulin lispro), toujeo (insulin glargine). On (B)(6) 2025 the patient had received wrong needle the 32g tip novo fine number 6 instead novo twist 32g 5mm. On unspecified date in (B)(6) 2025, patient experienced sore spot and which hurt them when injecting, also caused an impression and protrusion, and it is uncomfortable and irritation on skin when using needles novofine 32g 6 mm needle. It was reported that needle bent fast and no insulin come out of needle. Batch numbers: novofine 32g 6 mm: pd8g10m-1 novotwist 5 mm (32g) was not available. Action taken to novofine 32g 6 mm was not reported. Action taken to novotwist 5 mm (32g) was not reported. The outcome for the event "irritation on skin when using needles (injection site irritation)" was unknown. The outcome for the event "sore spot and hurt when injecting (injection site pain)" was unknown. The outcome for the event "protrusion from using needle (injection site swelling)" was unknown. The outcome for the event "impression from using needle (injection site indentation)" was unknown. The outcome for the event "uncomfotable from using needle (injection site discomfort)" was unknown. The outcome for the event "needle bent fast (needle bent)" was unknown. The outcome for the event "insulin did not come out of needle (device delivery system no flow)" was unknown. On 24-apr-2025 the outcome for the event "received wrong needle the 32g tip novo fine number 6, was using novotwist 32g 5mm (wrong device dispensed)" was recovered. Preliminary manufacturer comment: 02may2025: the suspected device novofine has not been returned to novonordisk for investigation. No conclusion is reached. Since the suspect novotwist was not dispensed/not received by the patient due to dispensing error. Novotwist suspect cannot be returned for investigation to novonordisk and no investigations are possible.

Event description:
Case description: reporter's causality (novofine 32g 6 mm) - irritation on skin when using needles(injection site irritation) : unknown. Sore spot and hurt when injecting(injection site pain) : unknown. Protrusion from using needle(injection site swelling) : unknown. Impression from using needle(injection site indentation) : unknown. Uncomfotable from using needle(injection site discomfort) : unknown. Needle bent fast(needle bent) : unknown. Insulin did not come out of needle(device delivery system no flow) : unknown. Received wrong needle the 32g tip novo fine number 6, was using novotwist 32g. 5mm(wrong device dispensed) : unknown. Company's causality (novofine 32g 6 mm) - irritation on skin when using needles(injection site irritation) : possible. Sore spot and hurt when injecting(injection site pain) : possible. Protrusion from using needle(injection site swelling) : possible. Impression from using needle(injection site indentation) : possible. Uncomfotable from using needle(injection site discomfort) : possible. Needle bent fast(needle bent) : possible insulin did not come out of needle(device delivery system no flow) : possible received wrong needle the 32g tip novo fine number 6, was using novotwist 32g 5mm(wrong device dispensed) : possible. Reporter's causality (novotwist 5mm (32g)) - irritation on skin when using needles(injection site irritation) : unknown sore spot and hurt when injecting(injection site pain) : unknown protrusion from using needle(injection site swelling) : unknown impression from using needle(injection site indentation) : unknown uncomfotable from using needle(injection site discomfort) : unknown needle bent fast(needle bent) : unknown insulin did not come out of needle(device delivery system no flow) : unknown received wrong needle the 32g tip novo fine number 6, was using novotwist 32g 5mm(wrong device dispensed) : unknown. Company's causality (novotwist 5mm (32g)) - irritation on skin when using needles(injection site irritation) : possible sore spot and hurt when injecting(injection site pain) : possible protrusion from using needle(injection site swelling) : possible impression from using needle(injection site indentation) : possible uncomfotable from using needle(injection site discomfort) : possible needle bent fast(needle bent) : possible insulin did not come out of needle(device delivery system no flow) : possible received wrong needle the 32g tip novo fine number 6, was using novotwist 32g 5mm(wrong device dispensed) : possible. Investigation results: product- novofine® 32g tip 6mm batch no.- pd8g10m-1 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Product- novotwist® 32g x 5mm batch no.- unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with following , -investigations results were added -imdrf codes were added -malfunction was updated to "no" in the device tab - is non-reportable updated as no -narrative updated accordingly. In order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples. Final manufacturer comment: 28-oct- 2025: the suspected device novofine 6 mm (32 g) has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine needle. Considering the nature of events, route of administration being subcutaneous, the reported injection site reactions could be attributed incorrect product handling. Final manufacturer comment: (B)(6) 2025: since the suspect novotwist needle was not dispensed/not received by the patient due to dispensing error. Novotwist suspect cannot be returned for investigation to novo nordisk and no investigations are possible. Dispensing error is due to medication error after the novotwist needle was out of the novo nordisk. Hence the incident is assessed as non-reportable final. H3 continued: evaluation summary product- novotwist® 32g x 5mm batch no.- unknown no investigation was possible, because neither sample nor batch number was available.